Event description:
It was reported that during placement of a central venous catheter in the pt's left femoral, the guide wire could not be retrieved. A cut-down procedure was needed to remove the guide wire. There were no additional complications.